Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse found the vent line for the hemoglobin chamber was not routed to the proper location which can cause the tubing to pop off if the port is plugged. The silicon tubing had popped off of the top of the hemoglobin cuvette which was plugged with dried reagent. The fse also discovered that the vent accumulation chamber in the rear of the analyzer was also plugged with dried reagent causing the backwash tank (vc23) to not pressurize properly. The fse rerouted the vent line for the hemoglobin chamber, cleaned the dried reagent in the hemoglobin cuvette tubing and the vent accumulation tubing, and reattached both tubings to resolve the hemoglobin vote outs. Results: failure mode of the leak is attributed to use error. The tubing was incorrectly routed to a wrong fitting by the previous fse who performed a preventative maintenance prior to this event; the issue was resolved by the customer with the help of the cts over the telephone. Failure mode for the hemoglobin vote outs is attributed to dried reagent in the tubing at the top of the hemoglobin cuvette, causing the tubing to pop off of the hemoglobin cuvette. Failure mode for the vent accumulation chamber was dried reagent in the chamber causing the backwash tank not to pressurize properly. (B)(4).

Event description:
The customer reported a leak of approximately 5 ml from the white blood cell (wbc) bath of the coulter lh 750 hematology analyzer. The customer indicated that the leak occurred while bleaching the wbc bath to troubleshoot the hemoglobin vote outs. The customer stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The cts advised the customer to check the vent line for the hemoglobin chamber, and the customer discovered that the tubing was incorrectly routed to feed through fitting ff86. The cts instructed the customer to move the tubing at ff86 to ff87 to resolve the leak but hemoglobin vote outs persisted.